Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Customer experienced skin infection at the sensor site it was unknown if the customer was able to self-treat and received unspecified treatment from a third-party administration. There was no report of death or permanent impairment associated with this event.